Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an alarm when the pump detected movement in hall sensor counts that was unexpected since the pump did not command motor movement (pump error 130). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884l.the customer was able to clear the error and complete the rewind process. The pump passed the displacement test. No harm requiring medical intervention was reported. The customer will discontinue using the device.mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump¿s history and trace files downloaded successfully using thump software. Unit passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No pump error 43 or pump error 130 alarms noted during testing. Pump error 130 confirmed in the pump history/trace files on (B)(6) 2024 at 14:27:41.000 until 19:18:44.000. Pump was cut open to perform visual inspection and found moisture damage on motor. During visual inspection, no loose or disconnected motor flex connector noted on j5 at pcba1. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case and dried insulin on motor slide. Alleged pump error 130 alarms did not occur during testing however, confirmed in the pump history files on (B)(6) 2024 due to dried insulin on motor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.